Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: after re-admission for cardiogenic shock and pleural effusion, the patient was discharged eight days later (16 days post-biopsy procedure) in stable condition on 1 liter of oxygen with near complete resolution of the right pleural effusion on imaging. Incidentally, a study notification received from the investigational study site reported that the patient expired fifty-one days after the biopsy procedure. The cause of death was reported as cancer. A review of the event performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the patient underwent an ion endoluminal biopsy as part of a clinical study. The procedure was completed without any complications, and the patient was discharged home the same day. The biopsy confirmed squamous cell carcinoma. The patient died 51 days later, and death is attributed to their underlying medical disease. Based on the available data the death was due to underlying medical conditions and was neither procedure nor device related.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. .

Event description:
A patient in a study underwent an ion lung biopsy. Nine days after the procedure, the patient presented to the emergency room (ER) with shortness of breath and was found to be hemodynamically unstable. Their blood pressure was 79 over 60; norepinephrine, phenylephrine and 11 liters of oxygen were started. A workup consisting of an echo and computed tomography (CT) chest confirmed a large right pleural effusion and a pericardial effusion with cardiac tamponade. The next day, an urgent pericardiocentesis was performed (420 ml of bloody fluid was removed) and an ultrasound guided right side pleurex catheter was placed (1000 ml of serous fluid was initially drained, followed by 2500 ml over the next few days). Oxygen was reduced to 2 liters and a CT scan confirmed improvement of the right pleural effusion. There was hemodynamic improvement; norepinephrine and phenylephrine were discontinued. Four days after admission, an additional pericardial window was performed; approximately 500 cc of bloody pericardial fluid was removed, and a pericardial drain was placed. The pericardial drain continued to output serosanguinous fluid. The pericardial drain/window has been removed. Due to movement of the pleurex, it was replaced twice over the next week. The current pleurex remains in place with an output of 580 ml of clear yellow fluid. At the time of the report the patient remains in the cardiac intensive care unit (ICU); the event is reported as ongoing. Pathology results for the targeted lesion were malignant - sarcomatoid carcinomas. A diagnosis was made of stage IV squamous cell carcinoma of the right lung, with positron emission tomography (pet)/CT showing a 3 cm right upper lobe mass, hypermetabolic mediastinal lymph nodes, and osseous metastases to the right 9th and 11th ribs. There were no ion device malfunctions during the procedure. The study investigator reported the event as a ctcae grade 4, a serious adverse event (sae, life threatening which required intervention to prevent permanent impairment), not related to the ion procedure, not related to the ion system, but definitely related to the patient's pre-existing conditions. The event required ICU admission, surgery - interventional radiology/hybrid suite.